Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility in japan reported had an automated impella controller (aic) with a purge disc issue. The purge cassette was replaced and found the aic to be malfunctioning and so the team replaced the aic. The 5.5 support proceeded on the second aic without any harm or injury from the interruption in purge. This aic issue was noted on day 11 of the support which continued.

Manufacturer narrative:
The investigation for the reported issue has been completed. Data analysis: event logs confirm that the complaint by presence of purge disc not detected alarm. Device analysis: the automated controller unit arrived at the tokyo office. It was confirm that the position sensing lever of the purge pressure sensor unit is damaged, from visual inspection. Conclusion: the root cause for the purge issues in the complaint was a damaged purge pressure flag.